Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that her blood glucose increases to the 300 mg/dl range, 3-4 hours after she changes the insulin cartridge. Her target blood glucose range is 120-140 mg/dl. Symptoms of elevated blood glucose are headache, nauseous, and feeling bad. During troubleshooting, the patient reported that she does not properly adjust the piston rod when changing the insulin cartridge. She was assisted with performing a cartridge change and adjusting the piston rod. Her blood glucose was within her target range at the time of the report. She was advised to contact technical support if she experienced elevated blood glucose. Further attempts to follow up with the patient elevated blood glucose. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.